Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) the lay-user/reporter contacted lifescan (lfs) (B) (4) on behalf of the lay-user/pt alleging that the onetouch ultra2 meter is giving inaccurate erratic readings of "7.2, 13.1, and 6.8 mmol/l." The reported readings were taken more than 20 minutes of each other. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with oral medication, diet and/or exercise. The reporter claimed that the pt's medication (unspecified type and name) was recently changed prior to the incident. On the morning of (B) (6) 2010, the pt obtained a blood glucose reading of "7.2 mmol/l" on the subject meter. The pt did not take any action in regards to her usual routine of diabetes management per the reported reading. Reportedly, 30 minutes later, the pt had symptoms of "dizzy and shaky." The pt administered self treatment with sugar at the time of concern. Other readings of "13.1 and 6.8 mmol/l" were obtained on the subject meter at 1:30 pm and at 3:40 pm respectively. The pt did not test on any other device at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately after the aforementioned symptoms and the events leading up to the pt's medical intervention such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate confirmed that the results were taken from the same approved testing site. This complaint is being reported because the reporter claimed that the pt had symptoms that can be suggestive of hypoglycemia and received medical intervention 30 minutes after the product issue began. Replacement products were sent to the pt.